Event description:
It was reported that the ventilator failed the safety valve sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
(B)(4). The investigation of the returned expiratory channel printed circuit board (pcb) has been completed. This board contains electronics which include microprocessor for control of the safety valve functions in the inspiratory section of the device. The pcb was installed in a reference ventilator for simulated use testing. The reported issue was not reproduced, pre-use check passed and ventilation was performed without any deviation. Visual inspection of the returned pcb showed no defects. An evaluation of the device logs does however confirm the reported issue. Pre-use check failed because of a safety valve failure. The root cause of why the safety valve failed has not been determined. If the safety valve fails it can lead to stop of ventilation or to high airway pressure. This will be detected during pre-use check and during ventilation by generated alarms.

Event description:
(B)(4).